Event description:
The reporter stated that injection site came out of the product resulting in an unspecified amount of blood leaking out. There was not pt injury or treatment associated with this event.